Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately calcified and mildly tortuous right coronary artery. A 3.00 x 28mm promus element plus stent was selected to treat the target lesion. Resistance was encountered during advancing the device. The device was removed and they noticed that the stent was lifted. There were no patient complications reported and the patient's status post procedure was good.